Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the stylet wire bent and the distal tip of the needle bent. With the stylet being bent at the handle, it would have prevented the user from deploying the fiducials. Three fiducials were received, but the fiducial the user deployed outside the endoscope was not returned. The device was placed down an olympus gf-uc160p endoscope and the handle was attached to the biopsy port of the endoscope. The sheath adjuster was placed on "0" and the needle adjuster was placed on "8". The needle would advance and retract as intended. In order to deploy the fiducials the proximal end of the stylet wire where the thumb ring is located had to be bent back to make the stylet wire straight. When the stylet was pushed forward two (2) of the three (3) fiducials deployed at the same time. The last fiducial was able to be deployed; however, tension was felt when deploying the fiducial. There was a slight bend in the sheath of the device from 7.5 cm to 10 cm from the distal end of the handle. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to difficulties deploying the fiducials. Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasound procedure, the physician used a cook echotip ultra fiducial needle. The pancreatic head mass was located under ultrasound. The device was carefully removed from packaging and in a straight position was handed to physician for insertion into endoscope. The physician advanced needle into 7 o'clock position and withdrew needle approximately half an inch. She then locked the depth adjuster ring and attempted to deploy fiducial by advancing the stylet. The stylet was extremely difficult to advance and no fiducial was placed. The physician attempted one more time and thumb ring bent. She removed the needle from the endoscope and attempted to deploy a fiducial outside of the patient/scope. It was only with extreme, extreme pressure that she was able to finally deploy the fiducial. The needle was set aside for return and new needle advanced into position. Four fiducials were successfully deployed into mass with the second needle. The device was received for evaluation on 05/24/2017. There was a severe bend in the distal tip of the needle.